Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy/morphology. The reported adverse event of worsening mitral regurgitation (mr) and mitral valve injury was a result of the slda; and the reported dyspnea was likely the secondary effect of the worsened mr. The reported patient effects of worsening mr, mitral valve injury, and dyspnea, as listed in the mitraclip system instructions for use, are a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat degenerative mitral regurgitation (mr) with a grade of 4. Ne clip was implanted, reducing the mr to 1. On second day follow-up visit, echocardiogram review remained good. On (B)(6) 2018, during follow-up visit the patient was experiencing shortness of breath. A control echocardiogram was performed, which found that the most lateral clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda) with chordal damage. On (B)(6) 2018, an additional clip was implanted to stabilize the slda clip successfully. The mr was reduced from 4 to 2. The patient is doing well. No additional information was provided.